Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor rx balloon was used during a stone removal procedure in the common bile duct (cbd). According to the complaint, during the procedure, when the balloon was inflated to remove the stones the balloon did not inflate uniformly. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor rx balloon was used during a stone removal procedure in the common bile duct (cbd).according to the complaint, during the procedure, when the balloon was inflated to remove the stones the balloon did not inflate uniformly. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4) for the reported event of the balloon not having a uniform shape. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the complaint device found no damage to the catheter portion of the device. The balloon was inspected and inflated using the syringe enclosed and no defects were noted. The balloon inflated evenly and it was found to be concentric. The reported defect of balloon irregular shape was not confirmed. The balloon was able to be inflated without any issues or defects. There could have been some inflation difficulties during the procedure due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicated the balloon shape was uniform, this is no longer considered a reportable event.